Event description:
Dr. (B)(6) administered local anesthesia. He performed a tissue flap to seat the guide. After using the guide to establish the pilot drill, doctor concluded that the trajectory for implant sites #18 and #19 were incorrect. Implant site #18 was about 5mm crestal and implant site #19 was placed too buccal. Surgery with the guide was ceased and doctor proceeded to bone graft the area and finish with sutures. Doctor suspects that the incorrect treatment plan was used to fabricate the guide.